Event description:
On (B)(6) 2011 the lay-user/patient contacted lifescan (lfs) to report experiencing an "er5" warning when attempting to do her glucose test with her one touch select meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began early in the morning of (B)(6) 2011. She stated that she manages her diabetes with novolog-10 units before each meal and levemir-60 units in the mornings, and due to the alleged issue she denied making any changes and continued with her usual diabetes treatment. Reportedly she claimed at an unspecified time "later in the afternoon", after the product issue started, she felt "shaky, disoriented" and had "tingly feet". The patient denied receiving any form of medical treatment due to her symptoms. She also informed the cca, that an unspecified day and time, she was able to check her glucose with a friend's meter, and obtained a high glucose result, (could not recall the actual number). During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and was using an appropriate sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, continued her usual insulin management and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k072543.